Manufacturer narrative:
The permanent cautery hook has been returned and evaluated by the failure analysis team. The instrument was found to have a frayed pitch cable at the proximal clevis hole/clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis/cable routing. Material appears to have burnt off from the charring that occurred near the monopolar yaw pulley at the distal clevis/cable routing. The instrument failed the electrical continuity test. The instrument was found to have thermal damage on the distal clevis at the distal clevis/cable routing. Material appears to have burnt off from the charring that occurred near the monopolar yaw pulley at the distal clevis/cable routing. The instrument failed the electrical continuity test.

Event description:
It was reported during the da vinci assisted small bowel resection surgical procedure; the permanent cautery hook instrument had broken cable. There was no reported injury.